Event description:
Four falsely elevated troponin I results were obtained on patient samples. The results were reported to the physician. The samples were repeated and negative results were obtained. One patient received a cardiac catheterization. There was no report of adverse health consequences as a result of the falsely elevated troponin I result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was the chem wash line was not connected to the wash probe. The customer corrected the malfunction. The instrument is performing within specifications. No further evaluation of the device is required.